Event description:
While performing CPR on a cardiac arrest patient, the AED recommended a shock. When the (B)(6) fire department healthcare provider pressed the button, the AED failed to deliver the shock. Fortunately (B)(6) county ems was on scene and the patient was immediately hooked up to their monitor and a shock was delivered. FDA safety report ID# (B)(4).

Event description:
While performing CPR on a cardiac arrest patient, the AED recommended a shock. When the (B)(6) fire department healthcare provider pressed the button, the AED failed to deliver the shock. Fortunately (B)(6) county ems was on scene and the patient was immediately hooked up to their monitor and a shock was delivered. FDA safety report ID# (B)(4).